Manufacturer narrative:
The pump passed the self test, unexpected restart, displacement, rewind and off no power tests. The pump alarmed compromised force sensor system during the basic occlusion test due moisture damage on the force sensor resistor. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. No missing segments or partial display noted. No display anomaly was noted. The pump was monitored and no blank display was noted. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to jumping into swimming. Customer reported that as a result, there was moisture under display screen and display screen went blank when button was pressed. Customer's blood glucose was 140 mg/dl to 150 mg/dl. Customer was advised that insulin pump would need to be replaced.